Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. The device was received with normal operating currents and no battery out limit alarm observed during testing. Cracks to the reservoir tube lip, display window, scratched lcd and scratched reservoir tube window noted.

Event description:
It was reported that the buttons on the insulin pump were unresponsive. Customer replaced the batteries and received a battery out limit which they were unable to clear. Customer stated that the screen of the insulin pump remained blank. Customer's blood glucose reading at the time of the call was 7.3 mmol/l. No further information reported.